Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a peripheral interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. The device was removed and replaced with a new prostyle device. The new prostyle device was deployed and (worked as intended), however the physician pulled too hard on the rail suture, causing the suture and a piece of vessel to rip out of the patient anatomy occluding the vessel. A surgical cutdown was performed to repair the vessel. There was no reported clinically significant delay in the procedure, just an extended patient stay. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested/confirmed due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.